Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation root cause has not been identified. Additional information was requested. (B)(4).

Event description:
An account manager reported on behalf of a surgeon that a patient experienced a +1.25 refractive surprise following the implant of an intraocular lens (iol). Additional information was requested.